Event description:
A beckman coulter inc. (Bci) warehouse operator reported that an act 5diff wbc lyse reagent bottle was damaged and leaking. The outer packaging did not appear damaged when received. The operator was wearing personal protective equipment (ppe), and there was no exposure of the reagent to eyes, mouth, or open wounds. No death or injury was reported for this event. No one sought medical attention. There was no effect to patient or user.

Manufacturer narrative:
Msds was not reviewed but risk management plan is in place for this facility. No definitive root cause for this event has been determined to date.